Manufacturer narrative:
The infection was reported as per 6000034-2019-02418 on (B)(6) 2019this report is submitted on november 25, 2019.

Manufacturer narrative:
This report is submitted on november 20, 2019.

Event description:
Per the clinic, the patient experienced recurrent infections around the abutment site. The abutment was removed under a general anaesthetic. The implant remains in-situ.